Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient was ill with the flu and coughing causing a cross contamination. The peritonitis was manifested by cloudy pd effluent and abdominal pain. On the same day as onset, the patient was hospitalized for the event. On an unknown date in same month as onset, the patient was treated for the peritonitis with vancomycin (1 gram/ daily/ intraperitoneally) until the first of the following month. Five days after being admitted, the patient was discharged from the hospital. Three weeks after onset, the patient finished the last dose of antibiotics and was recovered from the event. Six days after being recovered, the patient was retrained in proper aseptic technique. At the time of this report, dianeal therapy was ongoing. No additional information is available.